Event description:
It was reported that an ilet user experienced no glucose readings after changing supplies because the dexcom g7 sensor was not correctly paired to the ilet, and the displayed pairing codes did not match; the issue resolved after guidance to toggle sensor type settings and correctly enter the g7 pairing code, after which glucose values resumed. Symptoms included hyperglycemia with a reported glucose of 210 mg/dl. Outcomes included patient administration of 2.5 units of subcutaneous insulin by pen and instruction to pause or disconnect from the pump until the outside insulin effect had worn off. Investigation included guided troubleshooting, verification of cgm pairing information, and sensor type reconfiguration followed by a new sensor start. Investigation of this case revealed an incorrect or absent cgm pairing that led to loss of displayed glucose values, which was corrected through proper pairing of the dexcom g7. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to cgm pairing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.